Event description:
Patient with an intraocular lens, iol, inserted 15 years ago at another facility returned to surgery since iol was dislodged. Patient underwent a pars plana vitrectomy with exchange of intraocular lens and suture sulcus fixation of left eye. The patient tolerated the procedure well and returned to the recovery room in good condition.